Manufacturer narrative:
It was noted that no additional information or records will be made available per hospital policy. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision of a pta hip due to suspected osteolysis. Surgeon exchanged liner and head.